Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The delivery system was returned with the stent being located centered on the balloon. The stent is severely deformed at its proximal end, i.e. Several struts are bent. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
Two orsiro mission drug-eluting stent systems with same lot were selected for treatment of a patient with a severely calcified lesion (100 percent stenosis degree) in the moderately tortuous distal rca . It was not possible to pass an already implanted stent. The two orsiro mission stents were deformed at the distal end and dislodged during withdrawal. The stents were both retrieved. The 2nd stent is reported separately.